Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the x-ray provided on the attachments we can confirm the reported event. The implant is presenting a disassociation. It was not possible however to identify any product error as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that catastrophic failure of the liner. Replaced cup/liner/head - dual vendor construct to replace. Our stem staying. Depuy head being implanted with competitor cup and liner. Doi: (B)(6) 2021, dor: (B)(6) 2021, right hip.